Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele, a rectocele, stress urinary incontinence, heavy bleeding, and adhesions. It was reported that following insertion of the mesh, the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of the mesh and had an advantage fit implanted on (B)(6) 2010 due to mixed urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-06865. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a hysterectomy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06865. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. On (B)(6) 2010 the patient underwent another gynecological procedure and advantage fit was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.